Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mqlw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the device had malfunctioned since last year and needed to be removed. The patient noted that 11 of the 12 leads had failed and they shut off the last one because it was causing her so much pain. A removal had not yet been scheduled, and the patient planned to see the hcp (health care professional) in (B)(6) 2017. No further complications were reported or are anticipated.